Event description:
It was reported that a clearlink solution administration set had a foreign object in the drip chamber. This was noticed after the set was attached to an unspecified spike adapter connected to a bag, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter address and phone number: (B)(6). The actual device was not available; however, two (2) photographs of the sample and two (2) retained samples were evaluated. Visual inspection was performed on all the samples. Visual inspection of the photograph samples showed a spike inserted into a bag, together with a white particle and liquid inside the chamber was observed. The reported condition was verified. The cause of the issue could not be determined. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Both units were conforming. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.